Manufacturer narrative:
(B)(4).

Event description:
The hcp reported that the implantable neurostimulator pocket was possibly infected. No pt or device identifiers or other clinical info was provided. A f/u report will be submitted if additional info becomes available.